Manufacturer narrative:
The mcs tip cover accessory involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: it was alleged that the mcs tip cover accessory was damaged making it unusable; however, it is unknown where the damage occurred. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar curved scissors instrument (mcs) tip cover accessory broke during use, making it impossible to use. A backup accessory of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up to request additional information related to the event. However, as of the date of this report, no further details were obtained.

Manufacturer narrative:
Failure analysis evaluation information can be found in fields h6 and h10. Additional information can be found in fields d9, g3, g6, and h2. D11 - intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The distal end of the mcs tip cover accessory exhibited localized melting, which is indicative of arcing. The damage is approximately 0.065" x 0.08" in size. The root cause of thermal damage is typically attributed to mishandling / misuse.

Event description:
Refer to h10/h11 for follow-up information.